Manufacturer narrative:
Device manufacturing records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of the manufacturer¿s programming/diagnostic history database revealed that high lead impedance resulted on system diagnostic testing on (B)(6) 2012. The device was turned off on (B)(6) 2012. No known surgical interventions have occurred to date.

Event description:
The patient was referred for surgery due to the high impedance and low battery; however, no known surgical intervention has occurred to date. No additional relevant information has been received to date.